Event description:
Pt admitted to hospital for bilateral removal and replacement of breast implants secondary to left breast deflation. Pt had breast surgery in 1981 and 1992. MFR of breast implants is unknown.